Event description:
The patient received a scs system, including an ipg, on (B)(6) 2010. It was reported that the patient's ipg felt hot under the skin. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.